Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. The patient was brought to the clinic on (B)(6) 2021 and programming changes were completed. The patient was stable.